Event description:
A physician reported that a consumer (age specified) was started on hyalgan injections for osteoarthritis. After about 3 hours, pt developed dizziness, sweating, rapid pulse, shortness of breath and chest tightness. No loss of consciousness was reported. Consulted at the ER and eventually "calmed down". Reporter did not know what medical intervention was given. Consumer received second injection and again developed the same symptoms. Consumer eventually recovered. Reporter does not know if the pt was hospitalized this time. Reporter does not know the lot.follow-up info received. Physician reports that he thinks that the pt had allergic reaction to hyalgan. Consumer reportedly was given benadryl at the ER when pt developed the reaction. Consumer's condition did not require hospitalization. Corrective treatment: benadryl injection.